Manufacturer narrative:
The medical device remains implanted. Return not possible. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis. On (B)(6) 2021, the follow up CT imaging revealed that the contralateral leg component was migrated proximally, and a type iii endoleak(component disconnection) between the iliac branch component. A reintervention to placed additional stent graft is planned. The physician reported that the vessel tortuous might have caused the device migration.